Manufacturer narrative:
Investigation results: DHR review for batch 7053967 (p/n 305272) showed the following. Manufacturing dates: 04/08/2017 to 04/09/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053967 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Five sealed 3ml integra packaged syringe were received at bd (B)(4) and confirmed to be from batch # 7053967 (p/n 305272). The returned samples were visually evaluated. The syringes were activated to verify needle retraction. All five syringes retracted as expected. No issues were observed. Syringes were activated as part of initial evaluation therefore needle pull out of hub cannot be evaluated. Needles were removed from inner plunger and were evaluated. All five needles appeared cut and beveled properly. Conclusion: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the evaluation above, no CAPA is required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe with detachable needle would not retract and became stuck in the patient¿s skin. Although painful, the customer stated that no serious injury occurred and no medical interventions were needed.